Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient was unable to communicate with external devices and the ipg was deemed to be inoperable. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced with a new one. Reportedly effective therapy was restored.